Event description:
Customer called to report the insulin power alarmed for failed battery test. Blood glucose reading was 87 mg/dl. Troubleshooting was performed and the insulin pump had a blank display screen after inserting new batteries. The customer mentioned that he did not clear the failed battery test alarm before inserting new batteries. The display screen stayed blank for one minute and a half. The customer did not clear the alarm once more and inserted another new battery. The insulin pump screen stayed blank. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.